Event description:
It was reported that hypotension, ventricular perforation, pericardial effusion and arrhythmia occurred. The patient presented for a transcatheter aortic valve replacement procedure. A safari2 guidewire was positioned. Balloon aortic valvuloplasty was performed. A 23mm lotus edge valve was delivered. Asymmetrical unsheathing was noted on the first deployment. Hypotension occurred, which was thought to be related to the wide open aortic regurgitation. The patient's pressure normalized and a partial resheath of the lotus edge valve was performed in accordance with the dfu. The lotus edge valve was redeployed in a successful position wit no paravalvular leak. The lotus edge valve was released. Transthoracic echocardiography (tte) was performed which revealed a small effusion which was monitored for a short period and there were no drops in pressure or changes in effusion size for approximately ten (10) minutes. The effusion then began to grow from 0.5cm to 0.6cm and the pressure started to drop despite fluids and protamine being given. A left ventricle echocardiogram was performed and showed a possible small effusion at the apex of the left ventricle. Pericardiocentesis was performed. 1,300ml of blood was drained over an hour. The pressure stabilized and the activated clotting time was consistently back to 130. Another 500ml of blood was drained over the next hour and again in the third hour. Between hour two and three, the team decided to operate on the patient and moved the patient to the operating room. A sternotomy was performed. A small hole was found at the apex of the left ventricle and the hole was successfully sealed. The chest was repaired. The patient was hemodynamically stable throughout. A permanent pace maker was also implanted during the hospital stay. The patient was charged ten days later.